Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device locked on tissue and they had to cut out the jaws of the device. There was no patient injury.